Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse replaced the aspiration pump which fixed the leak and the non-numeric diff results. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 5 ml from a coulter lh 780 hematology analyzer. The leak was contained within the instrument and non-numeric differential, diff, results were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.